Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102, charge/discharge profile faults) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to contamination on connectors j1002aa, j1002bb, j1003aa on the defibrillation board pca and computer/analog board in addition to an open resistor r45 on the computer/analog board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the open r45 resistor could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying service code 102 and that the flags revealed charge/discharge profile faults.